Event description:
It was reported that the patient had a bypass issue. Supposedly the lubricath was substituted for the same french of balloon size as originally received however there was still urinating through the bypass. The patient had a significant enlarged prostate. It was further reported that the patient had a prostate cancer and the insertion issues might be related to this. The medical information lead added that in the patient experience. The bypass was commonly related to bladder spasms.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to low latex viscosity during the sac dipping. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 3cc balloon: use 5 cc sterile water 5cc balloon: use 10 cc sterile water 15cc balloon: use 20 cc sterile water 20cc balloon: use 25 cc sterile water 30cc balloon: use 35 cc sterile water 40cc balloon: use 45 cc sterile water 75cc balloon: use 50 cc sterile water do not exceeded recommended capacities." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a patient had bypass issues. Supposedly, the lubricath was substituted for the same french/balloon size as originally received; however, there was still urine bypassing. The patient had a significantly enlarged prostate. It was further reported that the patient had prostate cancer and that the insertion issues might be related to this. The medical information lead adds that in her experience, bypassing is commonly related to bladder spasms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a patient had bypass issues. Supposedly, the lubricath was substituted for the same french/balloon size as originally received; however, there was still urine bypassing. The patient had a significantly enlarged prostate. It was further reported that the patient had prostate cancer and that the insertion issues might be related to this. The medical information lead adds that in her experience bypassing is commonly related to bladder spasms.